Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to free flow state, which was reproduced. The investigation found that the cause of the reported symptom was that the upstream valve holder shims had been removed. Evidence suggests that shims were removed via unauthorized repair at the user facility. The valve and finger travel were recalibrated..

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The device was sent to engineering investigation for further testing. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's evaluation of a spectrum pump, the device had free flow. There was no patient involvement.